Event description:
Pt's spouse reports remunity cassette was leaking while priming; lot number of defective cassette is unknown. They were able to use additional cassette pt had on hand to continue infusion. Pharmacy did not dispense replacement cassette because pt had ample supply of cassettes on hand. Spouse reports this has happened before, nodetails provided. Offered to have cnss reach out to them and pt's spouse declined, stated they recently spoke with cnss. Pt's spouse also reported pt has had some diarrhea, which is not a new side effect and is ongoing. Cnss is aware, unknown if md aware. No other side effects reported and no adverse event associated with cassette issue. No further info, details or dates provided. Subq remunity specialty pharmacy fill pt. Reported to (B)(6) by: patient/caregiver.